Event description:
It was reported by the surgeon the valve was explanted because the pt outgrew it. The valve was implanted in 1995 when the pt was young. There was no dysfunction of the valve and the pt did well postoperatively.